Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. The eye would not hold the lens and the lens was removed. No other lens was implanted at this time. An anterior chamber lens will be implanted at a later time. There were two lens used on the same pt, same eye during the same procedure. This report is for the second lens. Prior to insertion of this lens, primary lens model cc4204a was inserted. The capsule broke, a vitrectomy was performed and the lens was removed. See MFR # 2023826-2013-00355 for the cc4204a lens.

Manufacturer narrative:
Pt code: 2692 - labeled. Device code: 3191 - eye would not hold the lens, unlabeled. (B)(4).